Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the psi value is always above 81. No consequences or impact to patient were reported.

Event description:
The customer reported that the psi value is always above 81. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no physical damage. The sensor failed continuity testing due to an open across the electrodes cb, CT, l1 r1 and r2. Functional testing could not be completed as the sensor was returned used.